Event description:
The patient reported their blood glucose (bg) level reached 14.7 mmol/l (265 mg/dl), while wearing the pod between 5 and 24 hours. They reported the pod caused them discomfort. When removed from the infusion site (back), the pod's needle was found to be exposed. This indicates a failure of the needle mechanism to retract as intended during pod activation. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.